Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis will be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, sub-occlusion of the coronary artery occurred. Subsequently, a stent was implanted in the left main trunk. No additional adverse patient effects were reported.